Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. No sample was returned for evaluation as the instrument was evaluated by the field service engineer (fse) at the customer location.

Event description:
A nurse reported to baxter (B)(4) that the machine alarmed with an air detected alarm during recirculation. There was no patient injury or medical intervention. There was patient involvement.